Event description:
It was reported that approximately seven days after this right ventricular (rv) lead was implanted, the patient was experiencing dizziness. During x-ray examination this lead was noticed to be dislodged which caused high pacing thresholds and a loss of capture. The device was explanted and replaced with another device of the same model and is not expected to return. No additional adverse patient effects were reported. It was reported that approximately seven days after this right ventricular (rv) lead was implanted, the patient was experiencing dizziness. The physician reported that this lead was dislodged which caused a loss of capture. The device was explanted and replaced with another device of the same model and is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that approximately seven days after this right ventricular (rv) lead was implanted, the patient was experiencing dizziness. The physician reported that this lead was dislodged which caused a loss of capture. The device was explanted and replaced with another device of the same model and is not expected to return. No additional adverse patient effects were reported.